Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2008 the patient experienced no stimulation sensation on right side of his body. The patient did not have the patient programmer with them to verify if the stimulation was turned on. It was noted that the patient had not had stimulation on the right side for the previous 6 months. Additional information received reported that the patient's battery was exhausted. A fracture of the primary lead was also noted. The patient experienced no stimulation, no signal from the spinal cord stimulator, and increased pain. The stimulator and leads were replaced. The patient outcome was reported as no injury.